Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer, experiencing multiple instances of the malfunction, was instructed by technical support to use multiple daily injections (mdi) as a backup therapy, and the pump was set to be replaced. Technical support confirmed the shipping address and advised on returning the pump using a pre-paid label, instructing the customer on storage mode procedures before returning.